Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2.5 years post initial left tka, this (B)(6) y/o female patient had a revision due to chronic hydrarthrosis occurring after somewhat prolonged walks. Patient had pe issue and patient painful while walking. There was evidence of poly wear. Patient was slightly lax, surgeon explained to patient, until proven otherwise, that synovectomy is necessary with replacement of a slightly thicker insert (13 vs 11mm). The wear marks on the center cam foot were real but relatively unobtrusive. The synovial fluid was not very abundant and it was perfectly clear. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation reported. Photos and x-rays received, the device will be return.

Manufacturer narrative:
As reported, approximately 2.5 years post initial left tka, this 68 y/o female patient had a revision due to chronic hydrarthrosis occurring after somewhat prolonged walks. Patient was slightly lax, surgeon explained to patient, until proven otherwise, that synovectomy is necessary with replacement of a slightly thicker insert (13 vs 11mm). The wear marks on the center cam foot were real but relatively unobtrusive. The synovial fluid was not very abundant, and it was perfectly clear. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation reported. Photos and x-rays received, the device was returned additional information received indicates that patient had pe issue and patient painful while walking. There was evidence of poly wear. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.